Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements, intermittent loss of capture (loc) and pacing inhibition. A lead fracture consistent with subclavian crush was reported. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.